Manufacturer narrative:
Concomitant product(s): a 16858tc lead, implanted: (B)(6)2006. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post device change out procedure, an alert triggered for high impedance on the rv coil of the right ventricular lead. The tip to coil, svc coil and rv coil impedance were noted to be out of range. The svc coil was suspected to be fractured. Pocket manipulation induced noise. The patient was noted to golf multiple times per week. The lead explanted and replaced. No patient complications have been reported as a result of this event.